Manufacturer narrative:
A getinge field service engineer (fse) contacted biomed multiple times. Biomed stated that no issue was reported to them and that they had onsite trained biomed to handle repairs. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen went black. Customer was able to get the screen to come back on after a few minutes. States the pump did not shutdown, but did reboot it. Customer did not want to switch out the console with another at this time. There was no patient harm reported.